Event description:
It was reported that the patient had spinal stenosis, degenerative joint disease, and scoliosis resulting from a trampoline injury. (B)(6) 2005: the patient underwent an l3-5 laminoplasty and spinal fusion where rhbmp-2/acs was implanted. Postoperatively, the patient experienced pain, which was worse than before the surgery. During physical therapy, the patient began to lose flexibility. The patient continues to experience pain in his lumbar spine and has lost flexibility. The patient's postoperative period was marked by pain. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient continues to suffer from bone overgrowth causing nerve impingement, and chronic pain.

Manufacturer narrative:
(B)(6). (B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.